Event description:
It was reported that the images are black on the left monitor of the 9800 system. Per report they were able to finish case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Upon investigation, the images are said to be darker on the left monitor then the operators like. Adjusted the monitor settings. The system was tested and found to be working as intended and placed back into service.